Event description:
It was reported that the survey respondent mentioned about urethral sphincter dysfunction when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided for urethral sphincter dysfunction.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could not be chosen due to insufficient information. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst".